Manufacturer narrative:
Device expiration date: unknown device manufacture date: unknown investigation summary: customer returned (1) 3/10 cc, 12.7 mm, 29g syringe in a vial with an open poly bag with an illegible lot number. Customer states that the syringe didn¿t draw the drug. The returned syringe was tested and was able to draw and expel properly without any observed defects. Unable to perform complaint lot history check due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that no draw occurred during use with a syringe 0.3 ml 29ga 1/2 in. The following information was provided by the initial reporter, "the syringe didn't draw drug."